Event description:
It was reported that the procedure was to treat a moderately tortuous, mildly calcified, 90% stenosed, concentric mid to proximal right coronary artery. After pre-dilatation with a non-abbott balloon, a 3.5 x 18 mm xience v was advanced to the lesion; however, there was resistance at the proximal end of the lesion and the catheter would not cross. The xience v was removed and pre-dilatation was again performed with a non-abbott balloon. The xience v was advanced again, but it still would not cross the lesion. The xience v was removed with the guide wire and the stent was found to be dislodged. The dislodged stent was found in the proximal part of the lesion. A non-abbott stent was implanted to embed the xience v stent to the vessel wall. A second non-abbott stent was implanted proximal to the first to complete the procedure. There was no clinically significant delay in the procedure. No other information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: joker, guide catheter: heartrail 5f jr4, 5f al1, 6f al1. Device (B)(4) - re-insertion. Evaluation summary: the device was returned for evaluation. The reported stent dislodgement was confirmed. The failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Based on visual inspection and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. It should be noted that the xience v everolimus eluting coronary stent system instructions for use (IFU) states: an unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged and/or dislodged from the balloon when retracting the undeployed stent back into the guiding catheter. Based on the information reviewed, there is no indication of a product deficiency.